Manufacturer narrative:
(B) (4). (B) (4).

Event description:
The customer reported that the alarm has power but pressure needs to be added to the battery door to get an alarm tone. Also, battery door does not close completely, no visual damage to the case detected. There was no pt injury reported.